Event description:
It was reported (B)(6) 2010 that there was a loss of therapeutic effect. The nurse reported impedances on c-2 and c-3 were both 1016 ohms and 2-3 was 1049 ohms. It was reported (B)(6) 2010 that previous measurement was >4,000 ohms--unsure if these results were false. The caller reported stimulation in the wrong location and stimulation did not feel comfortable. Patient was experiencing painful stimulation and currently was programmed c+, 2 & 3-. Mapped electrodes and determined the 0 electrode felt the best. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)